Manufacturer narrative:
The events occurred on unspecified dates in (B)(6) 2018 the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) units of the drain bags accompanying the prismaflex m100 set were found to be leaking from the stopcock. The leakages occurred after 20 hours of patient use. The number of patients was not specified. No other defects were reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.